Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 800cc breast implant experienced bilateral rupture postoperative. The MRI and mammogram examination confirmed the issue. As a result, patient scheduled for bilateral replacements with mentor silicone on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient also experienced capsular contracture (unknown grade). As a result, patient underwent bilateral capsulectomy, and replacements as follow: l/ cat#: 3505800bc, sn#:(B)(6) r/cat#: 3505800bc, sn#:(B)(6) . The ruptures were symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 26, 2022 indicated that the mammogram, and MRI examination releveled that patient also experienced right-sided granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 10, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 800cc breast implant had two ruptures on the posterior view measuring approximately 1.6 cm and 6.9 cm within a crease/fold extending to the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on october 02 , 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 800cc breast implant had two (2) ruptures on the posterior view measuring approximately 1.6 cm and 6.9 cm within a crease/fold extending to the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).